Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged from the right atrium septum to the right atrium lateral wall. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.